Event description:
It was reported that in 2025 there patient experienced a worsening of atonic crises. Patient had a posterior callosotomy performed in (B)(6) 2025, leading to an improvement in the situation. In (B)(6) 2026 patient began to have atonic crises again, in clusters, daily, in addition to absence crises and tonic crises. The vns parameters were reassessed (05/07/2026 may 2026), and the battery was found to be at a critical level. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.